Manufacturer narrative:
(B)(4). Lot#: unknown. Potential lot#: 71f19k2047.

Event description:
It was reported that the user was unable to insert the swg (spring wire guide). The user checked the swg and found that the tip was kinked. A new kit was used.

Event description:
It was reported that the user was unable to insert the swg (spring wire guide). The user checked the swg and found that the tip was kinked. A new kit was used.

Manufacturer narrative:
(B)(4). The customer returned one dilator inserted into a psi sheath for investigation. Visual analysis revealed that the dilator tip was damaged. No other defects or anomalies were observed on the dilator. Visual analysis could not be performed on the guidewire as it was not returned for analysis. The dilator outer diameter measured 0.118inches, which is within the specification limits of 0.117inches-0.120inches per the dilator graphic. The inner diameter of the dilator tip was not able to be accurately measured due to the deformation of the tip. The total length of the returned dilator measured to be 7 13/16 inches which is not within specifications of 6 5/8 (6.625) inches - 7 2/16 (7.125) inches per product drawing. This indicates that the customer reported the incorrect finished good, or the incorrect device was returned. Functional inspection could not be performed as the guidewire was not returned for analysis and the returned dilator is not the same component that is normally packaged within this kit. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit includes the following warnings and cautions for the user: "precaution: do not withdraw dilator until the sheath is well within the vessel to prevent damage to sheath tip." "Warning: to avoid possible vessel wall perforation do not leave vessel dilator in place as an indwelling catheter." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Warning: do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to avoid possible severing or damaging of spring-wire guide." "Warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." "Warning: do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of swg/dilator resistance-kinked was not confirmed through complaint investigation as a guidewire was not returned. Visual analysis of the dilator revealed the tip was damaged. Dimensional analysis revealed that the returned dilator is not the same dilator that is normally packaged within the returned kit. It appears that the customer either reported the incorrect finished good or returned the incorrect dilator. However, since the guidewire was not returned, the complaint cannot be confirmed and the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.